Event description:
It was reported that noise was observed on the atrial channel via egm. The device did not sense the noise resulting in auto mode switch. Patient remains on home monitoring and no further alerts have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.